Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review can not be conducted. This condition was confirmed, as it was reported that there was a breach in aseptic technique. The assignable cause was determined to be a use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A patient called to report that they were hospitalized due to peritonitis. The patient was admitted to the hospital and at the same time was diagnosed with peritonitis. The patient was discharged from the hospital about a week later, and was considered to be recovered. The patient had stated that water had gotten into their lines. Follow up with the nurse was performed. However, the nurse declined to provide additional information.